Event description:
It was reported that the patient presented for a follow-up check, and a high capture threshold was noted on the right ventricular (rv) lead. Diagnostic imaging revealed lead dislodgement. During an attempt to reposition the lead, the helix could not extend normally. The rv lead was explanted and replaced. The patient was in stable condition with no adverse events.